Event description:
It was reported that the swan-ganz catheter needed to be surgically removed after it became stuck. This occurred following mitral valve surgery in 2009; the event was not disclosed until the patient contacted edwards to 'give her story' about her surgery. It was later learned that she actually had received a non-edwards ring.

Manufacturer narrative:
No device is expected to be returned for evaluation, as the event occurred several years ago. With such limited information, it is not possible to confirm the complaint or determine what factors may have contributed to the event reported. No actions will be taken at this time. The exact model number was not provided; therefore, the PMA/510(k) number could not be correctly identified.